Manufacturer narrative:
The fse confirmed the leak was due to worn tubing to pinch valve pv27. The fse replaced the tubing which resolved the leak. (B)(4).

Event description:
The customer reported an uncontained leak of 3 ml from the coulter lh 500 hematology analyzer. Differential vote outs were reported in connection with the event. There was no direct physical contact with the leak. The customer was wearing a gloves and a lab coat at the time of the event. There was no report of death, injury, nor change to treatment related to this event. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.